Event description:
Pt was having a colonoscopy performed by m.d. (Gastroenterologist). Two biopsy samples were obtained; attempted 3rd sample & unable to close forceps, preventing retraction through the endoscope. Procedure ended.